Manufacturer narrative:
(B)(4). Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of swelling, firmness, warmth, "soft tissue streaking" and "the left cheek was down the face" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported that two weeks after injection with one syringe of juvederm ultra plus xc in the "hollows of the cheeks," and concomitantly with three syringes of juvederm voluma xc in the "super periosteal," the pt experienced "swelling firmness, and warmth in the left cheek." The healthcare professional also noted that 8 days after injection, the pt had a temporary crown placed. Pt was prescribed amoxicillin and levaquin, however they did not fill the prescription or take the treatment. A CT scan was performed by an unspecified physician on the day of symptom presentation, which indicated "soft tissue streaking." Patient was prescribed augmentin. The following day, the injector noted both of the pt's cheeks were swollen and the left cheek was "down the face". The injector also stated "the augmentin had not done anything to resolve the symptoms." The pt was then treated with vitrase which "provided improvement", however the pt still had some mild swelling in the cheeks. This is the same event and the same pt reported under MDR ID #3005113652-2014-00738 (allergan complaint #: (B)(4)). This MDR is being submitted for the second suspect product, juvederm ultra plus xc, also a device manufactured by allergan.